Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "when package opened, fiber was already broken" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Note: the customer acknowledged that the fiber returned as the first fiber event is possibly the finishing (3rd) fiber used but could not confirm.

Event description:
It was reported that when opening a surgical fiber to begin a pvp procedure, the fiber was observed to be broken. Upon opening a second surgical fiber, the fiber card was found to be missing. The procedure was completed using a third surgical fiber. There was no injury reported. This event is for the first surgical fiber.